Event description:
The customer reported experiencing high blood glucose. The blood glucose reading at the time of call was 446 mg/dl. The customer stated that the cannula was slightly bent, and she had inserted in her leg. Troubleshooting was performed. The programming time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. Advised the customer that a replacement of the insulin pump will be sent and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.